Event description:
The customer reported an ac power module failure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported an ac power module failure. There was no reported patient involvement. The device was not evaluated by philips. The philips response center provided the customer with parts ordering information. Based on the information available, we will consider this an ac power malfunction. As of 01/02/2013 there have been on further calls from the customer regarding this issue.